Manufacturer narrative:
Results: the pet lock was intact on the ruby coil pusher assembly. The distal tip of the introducer sheath was damaged. The embolization coil had several offset coil windings along its length. The pusher assembly was kinked approximately 135.0 cm from the proximal end of the assembly. Conclusions: evaluation of the ruby coil revealed damage to the distal tip of the introducer sheath. This damage may have occurred due to forceful handling during positioning of the introducer sheath in the hub of a microcatheter, and likely contributed to the resistance experienced by the physician when attempting to advance the ruby coil. There were multiple offset coil windings along the length of the embolization coil. This damage likely occurred due to repeated attempts to advance the coil out of a damaged introducer sheath. Further evaluation revealed a kink along the distal end of the pusher assembly. This damage was likely incidental and likely occurred during packaging for return to penumbra¿s facility. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician felt resistance and was unable to advance the coil through the lantern. Therefore, the ruby coil was removed and the procedure was completed using new ruby coils and the same lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.